Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers' allegation was not confirmed. In addition, the investigation found dirt/residue on the light guide (lg) cover lens. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. In addition, the investigation found dirt / residue on the light guide (lg) cover lens. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound bronchofibervideoscope had a red image. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.